Event description:
Customer reported elevated patient results.customer also reported an unspecified error message when sample was loaded onto the sensor strip. Customer reported elevated patient results as 6.5, 8 and 9ug/dl. Customer reported they were unable to provide a copy of the confirmation testing report, but all results were "normal". During troubleshooting, technical service (ts) identified deviations to recommended capillary blood sample collection procedures and sample handling instructions. Specifically, patients' hands were not washed and allowed to air dry prior to fingerstick, the first drop of blood was wiped away without touching the skin and blood sample was not mixed with the treatment reagent as indicated in the instructions for use. These practices deviate from cdc recommendations for capillary blood collection for lead testing and from the leadcare ii package insert provided with each test kit. Aditionally. During troubleshooting ts documented, the leadcare analyzer being used showed pin corrosion, thus requested custumer to return the analyzer for evaluation.